Manufacturer narrative:
The x-ray shield is made of tempered glass (safety glass). The tempering is to assure that if the glass does shatter it shatters into small irregular pieces instead of shards.

Event description:
It was reported that when the customer entered room 1in the morning, the x-ray shield was found shattered. The cleaning crew knew nothing about it when they cleaned that room. The shield shattered overnight, no one was in the room at the time of the event. There were no injuries reported.